Event description:
The reporter stated that there was a "system control" message on the screen of the one touch ping meter. The reporter also mentioned that the pt felt ill and went the bed sometime before the issue started. This complaint is being reported because the message was not resolved during troubleshooting. The product did not cause or contribute to a serious injury because the pt's symptoms started before the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.